Manufacturer narrative:
(B)(4). (B)(6). The rt100 is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) number for that product is k983112. Method: the returned breathing circuit kit (unsealed) was visually inspected for missing components. Results: the dryline, straight adaptor and elbow adaptor were found to be missing from the circuit kit. A lot check revealed one other complaint of a missing dryline for lot number 100119. No other complaints of missing connectors have been received for lot number 100119. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted dryline, straight adaptor and elbow adaptor. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).

Event description:
A distributor in (B)(4) reported that the adaptor kit and dryline were missing from an rt100 breathing circuit kit. The distributor noticed that the components were missing prior to patient use.